Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device presents a distal tip bent. All the outer diameters are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the moderately tortuous intravenous shunt. A 135cm transend¿ was selected for use. During the procedure, when the physician attempted to remove the non bsc balloon catheter, it was noted that about 30cm of the tip of the transend guide wire became stuck and the balloon catheter was unable to be removed. The physician removed the transend guide wire and the balloon catheter as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located in the moderately tortuous intravenous shunt. A 135cm transcend as selected for use. During the procedure, when the physician attempted to remove the non bsc balloon catheter, it was noted that about 30cm of the tip of the transcend guide wire became stuck and the balloon catheter was unable to be removed. The physician removed the transcend guide wire and the balloon catheter as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.